Event description:
It was reported that during an unknown procedure, the jaw of the device could not open after the second firing with a gold reload. The jaw was opened by forceps. The staples were malformed and the surgeon used hand sewing to complete the procedure. There was a gold reload used before this event. As the patient had hepatitis, the sample had been discarded. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4).